Event description:
Boston scientific received information that during a revision procedure, the terminal pin of this right atrial (ra) lead disconnected from the lead body. This occurred when tissue was pulled off of the lead. The lead coil became visable. The lead was surgically abandoned and another ra lead with the same model number was placed, instead. A check was performed the next morning and everything was fine. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.